Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passes away. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event and was later transferred to the intensive care. The patient was treated with zidim (ceftazidime) (2gm, every evening, route and duration were not reported) for peritonitis. It was reported that while recovering from the peritonitis event and on their ninth day of treatment for the event, the patient passed away due to a cerebral hemorrhage. It was not reported if an autopsy was performed. Action taken with pd therapy at time of death was not reported. No additional information is available.